Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#3006705815-2018-00927. It was reported that during the scs trial procedure on (B)(6) 2018, the pain experienced severe pain in bilateral legs and feet while on the procedure table. As a result, the physician removed the leads and needles and patient was given intravenous dexamethosone. Leads were removed and the trial was abandoned. Also, patient reported slight weakness which reportedly resolved.